Event description:
During a complicated abdominal mass removal, the provider placed the bovie on the abdominal wall as opposed to the holster attachment. This was in part as a result of complications during the mass removal. As providers were leaning in for a closer look within the abdomen, they heard the bovie engage, and realized it was not being held by someone. Then it was discovered the bovie caused a small burn on the abdominal wall. We submit this report related to design concerns about the ease with which the bovie pencil is activated when not intended for use realizing there is a "holster" in which to place it. The holster location is not always strategically available to place, replace, the bovie in critical situations, etc. Rather, a safety designed to prevent accidental activation no matter where on the field it is would be useful.